Event description:
It was reported that the lead was not capturing the left ventricle, and that there was a 'product performance issue' with the device. Both the lead and the device were explanted. No patient complications have been reported as a result of this event.